Event description:
It has been reported to philips that system was having problem with wireless footswitch. No harm has been reported to philips.philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. A philips field service engineer (fse) examined the system onsite and confirmed that wireless footswitch has connectivity issue. Upon troubleshooting, fse confirmed connectivity issue. The footswitch was recently replaced as part of other fco (rattling issue). After wfs replacement the connectivity issue occurred. Fse checked the footswitch base station and confirmed compatibility issue between wfs and base station. To resolve the issue, fse updated the base station software. After the repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The event should not have been reported to FDA. The event occurred after implementation of the correction 3003768277- 2021/10/29-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Accordingly, the user reported that even though the wireless footswitch may not have been operating it was able to successfully complete the procedure using the now mandatory back-up wired footswitch.